Event description:
Intersect ent was notified on (B)(6) 2012 of an event that occurred on (B)(6) 2012 for an insulin dependent diabetic patient treated with revision fess, including bilateral ethmoidectomies, maxillary antrostomies and frontal sinusotomies. Propel implants were placed in the right and left ethmoid sinuses. Surgiflo hemostatic agent was also used. Three weeks post-op the patient experienced symptoms of sinusitis and had developed peri-orbital cellulitis on the right side. Physician performed routine post-surgical debridement. The physician prescribed antibiotics to treat the infection. The patient's infection cleared and patient was asymptomatic after taking the antibiotics. Since infections have the potential to be more serious in the diabetic patient population, the company is taking a conservative approach in reporting this event.